Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not clear, its blinking and did not read it any more. Customer stated insulin pump had a pump error after changing battery. Customer stated insulin pump was break in the surface of the upper left hand corner of the screen. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with scratched case, missing display window/cover, cracked case cracked case-corner of belt clip rails, and cracked battery tube threads. After battery installation device gave an unexpected partial display with horizontal lines on display due to cracked / broken traces on lcd glass between the lcd controller and the lcd image area. Unable to perform displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, current measurements, and self test or verify pump error 3, failed battery test alerts, and e/a alarm unspecified due to display anomaly.